Event description:
Related to MFR report # 2183959-2012-00638. The patient was implanted with an ams elevate posterior graft "to treat her pelvic organ prolapse and stress urinary incontinence." It was reported that the patient has experienced mental and physical "pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries," and other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.